Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty cannot be determined. The subsequent treatment is due to the circumstances of the procedure. It is possible an interaction with patient anatomy or angle of insertion resulted in the difficulty, however, this could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a proglide after a percutaneous coronary intervention using a 6f sheath. Reportedly, the device was difficult to advance once in the vessel. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.